Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977c165, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient felt a shocking type sensation where the leads are in the thoracic spine. The rep reported that it was sudden and very short in duration, less than a couple of seconds. There were no known factors that could have led to the issue. The rep reported that they talked with the patient over the phone and discussed meeting with the patient to run impedance check and verify the system was working properly. The patient declined and said that if it happened again, she would call the rep and set an appointment to check the system. The rep indicated that the issue was resolved. No further complications were reported.